Event description:
It was reported that the patient had been having yellow wrench alarms when connected to battery power. They stated that when they connected to new fully charger batteries, they last for about 4 hours and then there was a low battery alarm and the wrench lights up. The patient attempted self-tests when that happened and it did not resolve the issue. On (B)(6) 2024, the patient's 11v emergency backup battery (ebb), 14v batteries and clips were exchanged. The patient reported the alarms continued. They were seen in clinic on (B)(6) 2024 and the clinician did not see alarms on the system monitor history review or on the system controller review. The system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported events of yellow wrench alarms and low battery alarms were not able to be confirmed during review of the submitted log files; however, the reported event of the backup battery use count increasing was confirmed. The event log file contained approximately 14.5 hours of relevant information on 15feb2024 (0:03:10 to 14:39:33 per timestamp). Throughout the event data, no atypical alarms were observed and the pump maintained a speed within the expected range. However, it was noted that the backup battery use count increased from 76 to 77 at 3:11:15. At this time, no interruptions in power were recorded and both power cables of the controller appeared to be connected to the mobile power unit. Prior to the onset of the event data, the periodic data revealed that the backup battery use had increased from 36 to 76 during the timeframe of 25jan2024 to 14feb2024. The reason for these increases cannot be conclusively determined, as the periodic log file only captures data at pre-designated intervals rather than upon detection of an event. Provided information indicated that the backup battery, 14v batteries, and battery clips were first replaced on 02feb2024; however, the abnormal alarms continued. The system controller (serial number: (B)(6)) was ultimately exchanged on 15feb2024. Multiple attempts were made to obtain information regarding the resolution of the issue and the potential return of products, but no response was received. The root causes of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. This section also describes how to properly perform a system controller exchange. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting" covers all alarms (visual and audible), including those associated with backup battery fault, low voltage, and yellow wrench conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.